Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the screen blacks out due to a defective g1 board and the screen was scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition liquid crystal display monitor has an occasional black screen at startup and has power failure. There were no reports of patient harm.

Event description:
The customer reports the issue was found during maintenance .

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h6, h10. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "black out" occurred due to power supply printed circuit board failure. Olympus will continue to monitor field performance for this device.